Manufacturer narrative:
(B)(4). Investigation: the disposable set was received for evaluation. The platelet bags were not included with the set. Upon visual inspection, blood and anticoagulant were in the appropriate lines. The set was checked for occlusions, kinks and misassemblies but nothing was found. The vent bag contained blood and air which is normal. The sample pouch was not included with the set. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the investigation did not find any conclusive cause for air in the return line. No unusual process variables were identified and the trima accel system operated as intended.

Event description:
The customer reported that during a donation they began having draw flow and draw alert issues. This was a regular donor with good veins, and they did not have any set up issues. When they began having the issues, they advanced the needle further and did not pull back ever. After the first return and into the second draw, they received a draw level sensor alert. The customer states they saw air randomly throughout the return line and cassette. They immediately clamped the line and removed the needle. Air never went past the manifold. The ac line and draw line looked okay. The customer did observe bubbles in the reservoir. When asked about the sample pouch, the customer advised that there was no air in it. The customer noted that the blood divert was slow-filling and much slower than expected. They monitored the donor, and the donor left the site 30 to 40 minutes after the procedure with no medical intervention needed. Patient age, gender, and weight are not available at this time. This report is being filed due to insufficient information at this time to determine if a device malfunction with the potential for death or injury occurred.

Event description:
The customer declined to provide the patient's age.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed for this event. The analysis did not find any conclusive cause for air in the return line. No unusual process variable was identified and the trima accel system operated as intended. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The patient's age is not available at this time.